Manufacturer narrative:
New information received from the provider after the initial medwatch was submitted. The device investigation has been completed and the results are as follows: device history record (DHR) results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product results: the packaged stock product is not applicable for review since no defect or non-conformity observed from returned product. Returned sample(s) /device results: the implant was not returned in original package. The part was visually inspected and verified to be a hahn tapered implant 4.3 mm x 13 mm using the radiographic template. Complaint investigator measured the critical parameters against (B)(4) from DHR and found no deviation. There was no defect or non-conformity observed. Root cause: the root cause for infection cannot be exclusively determined. Fail to osseointegrate, bone loss, premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the infection. The device was conformed to the specification and did not contribute to the complaint.

Manufacturer narrative:
Reported device has not been available for evaluation. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant was extracted due to pain and infection. The implant was placed in tooth # 5. It was removed approximately 2 weeks after it was implanted. The patient does not smoke or use alcohol. The patient has type 2 bone quality. There was bone loss. The implant was not placed on the previously grafted site. There was granulated tissue around the implant. There was no abnormality with the implant. Patient has no reported pre-existing condition. The patient is reported to be doing well.